Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported receiving an alarm on the insulin pump, indicating the force sensor system was compromised and insulin was squirting out. The drive support cap was reportedly not sticking out. Customer's blood glucose was not known. The customer will not be returning the device for analysis.